Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 40% to 15% suddenly after delivering a bolus. Review of pump data by tandem customer technical support (cts) showed the reported battery depleted from 40% to 15% within 5 hours. In addition, the customer reported the pump initiated the load process during pumping without the customer intending to. Review of pump data by cts showed that the customer unlocked the pump, and initiated a cartridge change 13 minutes after completing the initial cartridge change. The customer then completed the load sequence and resumed insulin from the pump. Customer reported blood glucose (bg) level was 400 (mg/dl). Customer stated the elevated bg level might have been from recently eating. A manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
(B)(4).